Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Two right venous accesses were obtained; one for the watchman devices and one for the intracardiac echocardiogram sheath. A full dose of heparin was administered prior to trans-septal puncture (tsp). A versacross steerable kit was utilized for tsp. After left atrial access was gained, the versacross was exchanged for a watchman access system double curve. A pigtail catheter was inserted and guided in the laa for a contrast shot. Transesophageal echocardiogram (tee) measurements and the contrast shot indicated use of a 31mm watchman closure device and delivery system (wds). The 31mm wds was prepared and advanced to the laa. The flx ball was formed and deployed. Release criteria were verified and the closure device was released. When the tee physician was checking final device position and for any effusion, possible thrombosis formation was observed on the shoulder of the closure device. The implanting physician was made aware, however the sheaths were already removed from the patient's body so no further assessment or device intervention was performed. Heparin was administered and activated clotting times (act) were recorded throughout the procedure. The initial act after the first dose of heparin was 375 seconds, the next act was above 400, and the last act was above range. The implanting physician decided to not administer protamine and the patient will be put on a full dose of eliquis and aspirin.